Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing "shocking" feelings when their implantable pulse generator (ipg) was being attempted to be programmed into a magnetic resonance imaging (MRI) conditional mode. The ipg could not be programmed into a MRI conditional mode and the patient didn't receive a MRI. It was further reported that the ipg exhibited lack of telemetry. The ipg remains in use. No further patient complications have been reported as a result of this event.